Event description:
It was reported that the customer had low blood glucose and had sensor issues. Customer's blood glucose was 46 mg/dl last (B)(6) 2015 and treated with regular insulin injections due to he was not using the insulin pump at the time of low glucose. Customer stated will cal back for sensor assistance. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.